Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced, programmed and calibrated new universal surgical manipulator (usm). The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The usm was analyzed. This unit was returned for failure analysis and the reported problem could not be confirmed nor replicated. During fa, the unit was able to start in normal mode and accept instruments normally with no errors. Mechanical identifier was checked, and all fields were accurate. The complaint was not confirmed based on failure analysis. The usm was analyzed. This unit was returned for failure analysis and the reported problem was confirmed in the field logs but could not be replicated during fa. The unit was able to drive multiple instruments on the system with no issues. The unit also passed sine cycle, fiber power, carriage strength and insertion friction tests on the patient side cart (psc) fixture test platform (pftp). Visual inspection did not find any factors that could have contributed to the reported event. The complaint was confirmed based on failure analysis, which indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer contacted the technical support engineer (tse) and reported 23118 error on universal surgical manipulator (usm)1. There was no report of patient involvement. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the initial reporter confirmed that the system was not in use at the time of the issue. The issue did not occur during the procedure. There was no patient involvement. No further details were provided.